Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6) 2019, doctor found filter leakage during test prior to use on patient."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a gap in the housing of the device. A 100% visual inspection and leak testing is conducted during manufacturing; thus, a defect of this type would be detected prior to release from the manufacturing facility. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the returned sample, the complaint of leaking is confirmed as it was found that there was a gap in the housing of the device. It is most likely that this issue occurred due to the mishandling by the user. If extra force was applied during connection it could lead to a gap in the housing and cause leakage. An exact root cause could not be established.

Event description:
The complaint is reported as: "(B)(6) 2019, doctor found filter leakage during test prior to use on patient."